Manufacturer narrative:
Exemption number: e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
During use, a disposable bipolar endoscopic scissors remained in the open position and after withdrawal, the device broke.

Manufacturer narrative:
A functional test was carried out, no deviation could be found. The forceps as well the blade function is according to the specifications valid at the time of the production. A blocking of moveable jaw part could not be noticed. Furthermore a cutting test was carried out using material "interlockware typ!) (#300543802) successfully. The pictorial documentation was carried out visually and microscopically by vigilance investigator. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. The functional test was carried out successfully, no deviations could be found. There is the possibility that a blockage of a movable jaw part could be caused by surgery residues.